Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,500 mcg/ml baclofen (unknown) at 700.7 mcg/day, and 6,000 mcg/ml morphine at 2 ,802.9 mcg/day. The reason for use was not reported. It was reported that a pump motor stall occurred on (B)(6) 2018 without recovery. The patient presented to the hospital ed with withdrawal like symptoms on (B)(6) 2018. The pump was explanted on (B)(6) 2018. The customer was notified that the device should be returned. The rep was in possession of the pump and it would be returned to the manufacturer. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting consisted of the pump being interrogated. It was shown that a motor stall occurred on (B)(6) 2018 at 00:46 and recovered at 15:49 on the same day. A motor stall also occurred on (B)(6) 2018 at 11:19 and recovered at 17:06 on the same day. A motor stall occurred on (B)(6) 2018 at 09:28 and there was a ¿stopped pump may exceed tube set¿ on (B)(6) 2018 at 09:28. The patient status at the time of the report was ¿alive ¿ no injury.¿ the patient¿s weight was unknown and would not be made available. The issue was resolved at the time of the report. The hcp would have no further information for the manufacturer on this event. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.